Event description:
It was reported that during an angioplasty treatment procedure, slow deflation difficulties were encountered. The physician dilated the diagonal lesion with a 2.5x15 quantum maverick balloon. After dilatation, the balloon was slow to deflate. It took approx 30 seconds before the balloon completely deflated. There were no pt complications reported.